Manufacturer narrative:
The harmonic ace instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A log review was performed and the was not found to have been successfully used during the procedure. A review of the provided image is consistent with the alleged complaint of the harmonic ace instrument insert tip breaking off. This complaint is being reported based on the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because the information was not provided. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the harmonic ace instrument insert was not recognized by the generator and then when it was finally recognized and activated, the tip fell off. The tip was retrieved and a backup instrument of the same type was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no issues identified. It was in used for approximately 4 hours with no interoperative collisions or contact with hard materials and was dissecting tissue when the instrument tip broke. Prior to the tip breaking, the generator faulted with a recognition error and advised to check connections. The surgeon stated he thinks it was due to poor quality of the insert. The surgeon assistant removed the fragment with a laparoscopic grasper and visually confirmed all fragments were retrieved. No post-operative tests were performed to check for remaining fragments and no additional surgical procedures were required. The patient has not returned due to any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The harmonic ace insert was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. The broken piece, approximately 0.66" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is attributed to mishandling / misuse.